Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having lumbar interbody fusion. It was reported that the hinge was faulty as cage was rotating before inserter was unlocked, causing the cage to be implanted in the wrong position. Once a new cage was opened there was no issues. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of part# 56251210, lot# ca18b131 - optical and microscopic examination of the implant returned for analysis identified deformation at the inserter mating face and threads are damaged. This is consistent with significant impact during attempted implantation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.